Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an audible alert for out of range high superior vena cava (svc) impedance.  Isometric testing was done, but the impedance could not be reproduced in clinic. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.